Event description:
It was reported that during a percutaneous coronary intervention a stent became damaged. The veriflex (mr) us 16mm 3.50 stent was selected and advanced to the target lesion using an unknown guide catheter. The device became hung up in the guide catheter. It was noticed that the middle of the stent was accordioned so the stent was not deployed. Another veriflex mr stent was used to complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: as the device was not returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).